Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the first smart coil pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of the returned devices revealed that both smart coils embolization coil windings were offset. If the introducer sheath is not properly seated in the microcatheter hub prior to advancement, resistance may be experienced, and damage such as this may occur. The offset coil winds caused resistance when advancing the smart coils during functional analysis. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01286.

Event description:
The patient was undergoing a coil embolization procedure to treat a ruptured posterior inferior cerebellar artery (pica) aneurysm using penumbra smart coils (smart coils). During the procedure, the physician experienced resistance and was unable to advance two smart coils out of their introducer sheaths and into a non-penumbra microcatheter. Therefore, the introducer sheaths containing the smart coils were removed and the procedure was completed using a new smart coil with no further incident. There was no report of an adverse effect to the patient.